Manufacturer narrative:
The manufacturer previously reported information alleging kidney disease/toxicity in a rep dreamstation auto CPAP. The manufacturer was made aware of this complaint through a representative of the customer. A clinical expert has determined that the patient reporting of kidney disease/toxicity is assessed as a serious injury.

Event description:
The manufacturer received information alleging kidney disease/toxicity in a rep dreamstation auto CPAP. The manufacturer was made aware of this complaint through a representative of the customer. No other information has been received, however, if additional information is received a supplemental/follow up will be sent.

Manufacturer narrative:
H3 other text : device not returned to manufacturered.

Manufacturer narrative:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient alleging basal cell cancer. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of visible foam particles. The technician confirmed no particles in the air path. During the evaluation, secondary findings was observed. There was no error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: problem code grid, evaluation method code, evaluation results code, component code grid, conclusion code, remedial action init and recall (z) number has been updated.